Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that high voltage lead impedance was observed to be out of range low when testing and reviewing the electrical function of the lead at emergency room. The lead remained implanted.